Event description:
It was reported by the patient's spouse that the patient was experiencing chest pains and their heart rate was lower than the low ra te setting on their implantable pulse generator (ipg). Follow-up was conducted to obtain further information on the device but, but the attempts were unsuccessful. Records indicate the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.